Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation; however, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation; however, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The balloon was loosely folded and there are multiple kinks in the shaft. The shaft was broken 63.4cm from the hub. The tip and exit notch is damaged. Inspection of the remainder of the device presented no other damage or irregularities.